Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 7 cm abdominal aortic aneurysm in 2003. The pt has a history of peripheral vascular occlusive disease. The patient's external iliac arteries were extremely small requiring dilatation with renal dilators beforehand. The right external iliac had to be reconstructed with a 14 mm diameter x 11.5 cm iliac limb due to a dissection. The pt tolerated the procedure well. A CT scan of january, 2004 demonstrated that there was a type ii endoleak and the aneurysm measured 7.3 cm in diameter. Although there was good placement of the stent graft noted, a type ii endoleak was identified with aneurysm enlargement. The stent graft was explanted in 2004. Medtronic received the explanted stent graft and its evaluation has been completed.